Event description:
Malfunctioning right subclavian port. Placed in (B)(6) 2014 for chemotherapy. Pt had a dye study on (B)(6) 2014 that showed it was leaking. Pt went for chemo last week and the port was unable to have blood drawn from it. Workup including doppler of the area done on (B)(6) 2014 revealed no evidence of thrombosis. Vein was easily compressible, basically normal. On (B)(6) 2014, the pt had dye studies with the right subclavian port. On review of the study official impression is the port is patent but there are leaks within the subclavian area of the catheter. The leak is within the vascular system. Pt denies pain or swelling. On (B)(6) 2014, pt taken to surgery for removal of port. Surgeon noted the port was surrounded by a fibrous sheath that was constricting it.